Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (not detecting battery packs) has been confirmed. Upon investigation the battery charger was resetting. The cause for the resets was isolated to contamination on the battery board and a thermally damaged u13 cmos flash microcontroller on the bedside board. The root cause for the contamination was ingress of an unk liquid. The root cause for the damaged u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) pt called zoll customer support to report that his battery charger was not detecting inserted battery packs. The pt was issued a replacement battery charger/modem.